Manufacturer narrative:
(B)(4). Returned product pending evaluation results.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 70-150 mg/dl fasting. Verified the strips expire 04/15/2018. Customer confirms the strips are stored properly and was first opened (B)(6) 2015. Customer performed back to back blood test, 267 mg/dl and 273 mg/dl fasting. Reviewed meter memory: lo (B)(6) 2015 08:21:00 am fasting: yes; 202 mg/dl (B)(6) 2015 10:56:00 pm fasting: yes; 126 mg/dl (B)(6) 2015 08:28:00 pm fasting: yes; 241 mg/dl (B)(6) 2015 10:12:00 am fasting: yes; 133 mg/dl (B)(6) 2015 07:46:00 pm fasting: yes.

Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction user had poor technique. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of blood result reading of "lo". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 70-150mg/dl fasting. Verified the strips expire 04/15/2018. Customer confirms the strips are stored properly and was first opened 07/13/2015. Customer performed back to back blood test, 267mg/dl and 273mg/dl fasting. Reviewed meter memory: (B)(6).